Manufacturer narrative:
Pending investigation. D10: equinoxe, humeral stem primary, press fit 9mm 300-01-09 (B)(4), equinoxe reverse tray adapter plate tray +0 320-10-00 (B)(4), eq rev glenoid plate 320-15-01 (B)(4), eq rev locking screw 320-15-05 (B)(4), eq reverse torque defining screw kit 320-20-00 (B)(4), equinoxe reverse 38mm humeral liner +0 320-38-00 (B)(4).

Event description:
As reported, the patient had an initial right tsa (B)(6) 2023. The patient was dislocating post-operatively and was revised on (B)(6) 2023. The surgeon revised the humeral components to change the version. He also changed the glenosphere option for increased stability. The patient was last known to be in stable condition following the event. There was no reported breakage of a device or surgical delay/prolongation.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.